Event description:
Re: medtronic 770 insulin pump. I got a notice on my pump that I needed to replace my battery. I unscrewed the battery cap, removed the old battery, and inserted a fresh battery. I tried for about 20 minutes to screw the cap back on, but it would not screw back in. After about 20 minutes, I was finally able to screw it in. I don't know if any data was lost during this outage or if any function is not working as it should.